Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult to open or close (gripper actuation - single) associated with the gripper that would not function could not be determined, as no issue was identified during analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) grade 4 with prolapsed anterior leaflet and dilated left atrium. An xtw was advanced to the left atrium. During gripper orientation, it was noted that one gripper was not functioning. During system preparation, both grippers worked properly. The clip was removed. Two clips were implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.